Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited high thresholds, undersensing and no sensing. The lead was attempted and not used. No patient complications have been reported as a result of this event.